Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high thresholds, possible loss of capture, high impedance, polarity switch and oversensing resulting in false ventricular high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.